Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. The root cause of this complaint cannot be determined at this time. The device in complaint has not been received for evaluation to date. Following receipt and our analysis investigation, a supplemental report will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the coil prematurely detached within the microcatheter. No intervention was reported. The patient was reported to be fine. No harm or injury was incurred due to this incident.